Event description:
It was reported that a user experienced elevated blood glucose after a meal while using the ilet, attributed to announcing a usual meal size despite eating more than usual. The pump delivered multiple corrections and the user expressed concern about insulin on board, which was addressed through education on the algorithm and troubleshooting. Symptoms included anxiety and hyperglycemia with a reported blood glucose of 194 mg/dl decreasing to 170 mg/dl by the end of the call. Outcomes included no injury, no hospitalization, and successful reduction of blood glucose following corrective dosing. Investigation included telephone troubleshooting and user education. Investigation of this case revealed meal misestimation leading to postprandial hyperglycemia with appropriate device corrections. It was concluded that the device functioned as designed and the event was due to user meal announcement error.